Event description:
At about 7 years and 9 months after primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem with a competitor stem and the medacta liner with a new medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 may 2024: lot 155097: (B)(4) items manufactured and released on 17-feb-2016. Expiration date: 2021-02-10. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.